Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the procedure was a cataract surgery combined with a planned vitrectomy. The vitrectomy was the primary driving force for intervention. The procedure was uneventful. At the one month postoperative visit the patient reported to the surgeon that vision varied from hour to our and with each blink from terrible to not able to see at all. Exam was notable for 1+ punctate epithelial changes and 1-2+ posterior capsule crenations. Findings were similar on multiple sequential exams over the next few months with degrading amount of astigmatism. Ophthalmic solution to treat dry eyes was started. A yag capsulotomy was performed approximately 4 months postoperative. Two months later the tear film remained reduced. The dry eye and some blepharitis findings waxed and waned over the winter, spring, following summer with variable topical dry eye regimens. Blepharitis management attempts and placement of and removal of punctal plugs through his last visit contributed to his ocular surface irregularity.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A consumer reported that after an intraocular lens (iol) implant procedure and planned pars plana vitrectomy, he is disappointed. He cannot drive, cannot see his cellphone or read. The consumer disagrees with the surgeon who informed him that the surgery was a success and that he would need to wear glasses. The surgery was 18 months ago. Additional information has been requested.